Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00062.

Event description:
The customer reported that at 7:55 a.m., she obtained a blood glucose reading of 291 mg/dl on her contour meter. She performed another test at 8:00 a.m. With her contour next one meter and obtained a reading of 127 mg/dl. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 8kpeb01a for evaluation. The suspected contour meter was not returned. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance. A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.